Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient is calling to report leaky headsets. She could smell the insulin and could feel that her site was wet. Patient alleges the infusion sets are defective. No adverse event alleged. The leaky headsets will be returned.